Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) occurred. Critical ram parity error was recorded on (B)(6) 2010 in address "13 9e". Por severity is considered low as device should be able to fully recover after reset. High battery impedance occurred, leading to elective replacement indicator (eri). Eri due to high battery impedance was logged on (B)(6) 2011 prior to explant. Ramware version 8 installed (B)(6) 2011.

Event description:
It was reported that this device had a power-on reset. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that this device had a power-on reset. The device was reset and remained in use. It was further reported that the device was removed and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.